Event description:
The facility reported a colleague infusion pump with the reported condition "both gates keep resting. Replaced batteries and harness, but alarm control has no end stop". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. Evaluation summary: the reported condition of a colleague infusion pump where both gates keep resetting was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module on channel a and b. The pump head module on channel a and b were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.